Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-tibial tray, unknown-femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04560, 0001822565-2018-04561. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent knee arthroplasty; subsequently the patient is experiencing pain, swelling, limited mobility, and loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Catalog # 42532006402 lot # 63553334 catalog # 42500605802 lot # 63501951. Catalog # 00111314001 lot # 84114540. Catalog # 42540000026 lot # 63518740. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04560. 0001822565-2018-04561. 0001822565-2019-01380. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.